Event description:
It was reported that the patient had fluoroscopy done and lead fracture was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7075377.

Event description:
It was reported that the patient had fluoroscopy done and lead fracture was suspected. Additional information was received that the patient experienced loss of coverage of pain areas. The patient underwent a lead replacement procedure and was doing well postoperatively. Additional information was received that the explanted device was not returned as it was kept by the medical facility. Additional information was received that lead fracture was not confirmed.

Event description:
It was reported that the patient had fluoroscopy done and lead fracture was suspected. Additional information was received that the patient experienced loss of coverage of pain areas. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient had fluoroscopy done and lead fracture was suspected. Additional information was received that the patient experienced loss of coverage of pain areas. The patient underwent a lead replacement procedure and was doing well postoperatively. Additional information was received that the explanted device was not returned as it was kept by the medical facility.